Event description:
The patient reported that they were unable to change from program 2 to program 3, and saw the upper limit arrow screen when trying to increase stimulation on 3 in (B)(6) 2016. It was later determined that the patient did not have a program 3 setting. It was indicated that they were doing decent except they almost couldn't hold it. They were messing with the buttons, and messing their underwear since implant. It was noted that symptoms were better than before the implant. Before implant, they couldn't make it to the bathroom. Now they could make it with a few accidents, but had to hurry. On program 1 they were going 10 times a day, and on program 2 it was 7-9 times a day. The patient wanted to try another program to compare the results. During the report, the patient was able to increase stimulation to 0.9v and change to program 4. The patient mentioned that they did not feel stimulation unless they made a change; when they did, they felt stimulation for thirty seconds in their toe or leg and not in their pelvic floor. The therapy was confirmed to be on. Decreasing stimulation eliminated the uncomfortable stimulation, and they could not feel the stimulation at all when lowered. Additional information received indicated that since they changed to program 4, they've had a constant burning sensation starting an hour after the change. The patient thought they had heated up the device from all the changes, but the burning had traveled to their groin after four days. Program 4 worked well for the bladder symptoms, but the burning was uncomfortable. The patient decreased stimulation from 2.0v to 0.9v volts, but the burning was still there. When the patient changed to program 2, they were able to feel stimulation and the burning was not present; there was soreness at the implant site. It was noted that the patient didn't feel stimulation as much when standing, and had turned stimulation down to 1.6v. The patient mentioned that it took ab out 12 hours for the burning to settle down and resolve. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient letter reporting that the patient had not notified their health care professional (hcp) regarding the burning sensation and soreness at the implant site. The circumstance that led to these issues was changing to program 4. Within an hour the patient felt like they were being branded in the surgery site. The patient waited 4 days thinking that it was initiated from complications in charging the programs. After the troubleshooting call with patient services the patient turned back to program 2. It was reported that 12 hours after changing back to program 2 the acute burning subsided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.